Event description:
The customer observed smoke coming out of the cell-dyn 3200 analyzer. Turned off the analyzer and requested field service which found damaged amplifier module and damaged signal processor module boards under the power supply cover. The damaged parts were replaced, quality controls were run and the analyzer was put back to the ready state. The issue is being monitored. No impact to patient results, patient management or user safety was reported.

Manufacturer narrative:
(B)(4). Evaluation: printed circuit board assembly (pcba), signal processor module (spm), and main amplifier (mam). Additional information received from the field service engineer stated that the printed circuit board assembly (pcba), the signal process module (spm) and the main amplifier (mam) had significant damage from liquid that overflowed from the flow cell. The parts were available for investigation. The investigation confirmed the failure reported. Fluid on the pcba would cause the pcba to short and draw excessive current from the power supply assembly. In this issue, the excessive current resulted in the cables of the power supply to melt. The probable cause of the power supply failure is the excessive current. The investigation also revealed that the power supply had the wrong fuse which has caused additional damage by not acting as a mode of control during this higher current draw. The rear panel of the cell-dyn 3200 contains a red warning label stating that the instrument is configured for 120 volts and further warns in 9 different languages to consult for use if a different voltage is required. Specific voltage settings are also silk-screened on the left side of the rear panel. The cell-dyn 3200 system operators manual warns the users that switches are set at the factory for 120 volts and instructions were provided on how to deal with a situation when operation at other line voltage is required. The cell-dyn system field installation checklist also instructs to verify the voltage setting and if necessary, configure the voltage selector/indicator on the analyzer power supply according to the local power rating and if needed to change the fuse accordingly. Based on the investigation results, a product deficiency was confirmed as the incorrect fuse was found in the returned power supply. The investigation revealed that the power supply contained an 8-ampere fuse for 250v 50 hz and the specification is a 4-ampere fuse for this voltage setting.

Manufacturer narrative:
(B)(4). An expanded investigation through correction and removal (B)(4) was conducted to evaluate this issue. The root cause identified for this issue is installation of the incorrect fuse by either the customer or the field service representative. Fuses are now removed prior to shipping the analyzer. Labeling on the bag that included 220/240 voltage designation on the 8 amperage fuse was removed. Field service representative are also required to check the fuse during installation and maintenance. A product information letter dated (B)(4) 2010, along with a label affixed to the back of the instrument instructing the customer to check if the fuse matches the voltage of operation that is currently being utilized with the customers cell-dyn 3200 analyzer. Since the fuse is a customer replaceable part, instructions were also provided to the customer to refer to the trouble shooting section in the operators manual for replacing an incorrect fuse (replacement fuses were provided in the accessory kit shipped with the cell-dyn system). In the event that the correct fuse is not included in the accessory kit, the customers are instructed to contact their local customer support representative in order for a replacement fuse to be provided to the customers.

Manufacturer narrative:
(B)(4). Evaluation: results (other): power supply, amplifier module board and signal processor module board. Conclusion (other): pending further investigation. The parts were just received and the investigation is in process, however, the cell-dyn 3200 system operators manual indicates that in case of emergency situation to turn off power in any order as quickly as possible. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. Other text : an investigation is in process